Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2018; dtma1qq ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest pain, palpitation and diaphragmatic stimulation on the left ventricular (lv) lead. There was also increased and high thresholds. Diaphragmatic stimulation that was unable to be programmed around, so the lv lead was turned off. The remains in the patient. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.